Manufacturer narrative:
(B)(4). Batch # n54a6d. Device would not fire. The firing trigger switch actuator post was broken. Upon shroud removal, device was fired using direct switch actuator. The switch actuator possibly held the firing switch which would cause device to not return right away. It freed up when device was manipulated such that the return switch worked. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing the surgeon went to pulse fire the device. The blade went to the end without pulsing and did not return. The reverse button activated with no movement. Battery removed and flipped reinserted and reverse button worked. A new device pulled from inventory and case completed without further incident. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Two batteries were received. No functional testing could be performed due to the automatic drain feature on batteries. The voltage was tested and confirmed battery drain engaged and all welds were intact. Side a: 0.0 v 99.8 ohms. Side b: 0.0 v 99.8 ohms.

Manufacturer narrative:
(B)(4). Date sent: 12/02/2016.